Event description:
Per the clinic, the patient experienced recurrent infections (treatment unknown) and skin overgrowth around the abutment. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on march 17, 2022.